Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified and flat crease. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified no other observations. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Additionally, healthcare professional reported "palpable and visible deformity with associated pain". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted.

Event description:
Additionally, healthcare professional reported "palpable and visible deformity with associated pain".